Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Dtbb1d1 bi-ventricular defibrillator 2013-(B)(6); 419388 implantable pacing lead 2004-(B)(6). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had a systemic infection requiring the removal of the bi-ventricular defibrillator system. No further patient complications have been reported as a result of this event.